Event description:
The device was used during a laparoscopic assisted versinal resection. Reportedly, the approximating lever broke while trying to close the device. No pt injury was reported. Another device was used to finish the procedure.